Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an unknown delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined.na.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant using a non-abbott delivery system. During deployment, transesophageal echocardiogram (tee) showed the left atrial disc was deformed into a cobra shape. During second attempt, both the discs were deformed. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was withdrawn, and a new non abbott device was implanted. The patient remained hemodynamically stable throughout the procedure. There was surely a delay, but did not had to compromise or cause any injuries. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.